Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased threshold measurements. Fluoroscopic imaging revealed that the lead had dislodged. A revision procedure was performed. During an attempt to reposition the lead, it was noted that the lead dislodged three more times. The lead was explanted and a new ra lead was placed successfully without incident. No adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and ring, the helix mechanism was fully extended with a trace of tissue noted, multiple cuts were noted in several locations in the lead insulation and were felt to have occurred during explant, dried blood/body fluid was noted in the lumen. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Pressure testing of the outer insulation did not pass in the location of the cuts. The lead did not pass the guidewire test due to the presence of blood/body fluid and the helix mechanism failed to retract due to blood/body fluid in the mechanism.

Event description:
The product was received for analysis.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.